Event description:
Pt with tandem rvad and heartware lvad in cticu went for walk with pt today. Drops of blood were noted coming from tandem pump. Pt returned to room. Upon inspection, pump head was intact and the blood was coming from pump outflow and tubing connection. Tubing was slid further onto pump head and zip tied in place. Zip tie was also added to pump inflow tubing. No further blood noted. FDA safety report ID# (B)(4).